Event description:
It was reported that while being tested by a medtronic of (B)(4) in house technician, a visao handpiece got hot and failed temperature tests. There was no patient involvement reported as a result of this event.

Manufacturer narrative:
(B)(4). Device was returned for evaluation and repair. Analysis of the complaint device revealed that no fault was found and the unit passed all testing to manufacturing specifications. Results of temperature tests were within manufacturing specification as follows: nose - 119, middle - 124, rear - 111. The device was repaired, tested to specifications and returned to the customer. Method: test for high temperature conditions; this device is used for therapeutic purposes.